Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced phrenic nerve palsy (pnp). The double stop technique was performed and the case was switched to radiofrequency. The case was completed with radiofrequency. The pnp had not recovered at time of discharge. No further patient complications have been reported as a result of this event.